Event description:
It was reported that during an in-clinic follow-up, there was a decrease in r-wave sensing on the right ventricular (rv) lead. X-ray imaging was performed and revealed a dislodgement of the rv lead. The rv lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.